Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the consumptive coagulopathy appeared almost immediately after initiation of extracorporeal life support (ecls) and persisted throughout the run, while there was no evidence of coagulopathy prior to ecls. A review of the patient's chart showed minimal improvement with circuit changes, followed by rapid resolution after liberation from ecls. It was noted that based on this pattern, a concern was raised of whether this is less consistent with pre-ecls systemic inflammatory consumptive process in patients and suggests a possible circuit related issue. Circuit change was done due to bleeding and clotting with eurosets pediatric oxygenators and the oxygenator had been disposed. Multiple devices were identified by the customer, but specific events were not matched by the customer to the lot numbers; this report covers one of the oxygenators.